Manufacturer narrative:
Tw # (B)(4). Updated sections: b4,b5,e2,e3,g3,g6,h2,h3,h6,h11. The device was returned to the factory for evaluation on 11/06/2025. An investigation was conducted on 11/12/2025. Signs of clinical use and no evidence of blood was observed. The delivery device was returned inside the loading device with the white plunger not depressed and the blue safety lock on, which prevents the white plunger from being depressed. The seal and tension spring assembly was observed in the loading device window. The delivery device was removed from the loading device with no physical or visual difficulties observed. The seal and tension spring assembly remained inside the loading device. The seal and tension spring assembly were removed from the loading device with no physical or visual difficulties observed. There were no visual defects observed on the intact seal or tension spring assembly. Measurements of the delivery device were taken; the inner diameter was measured at 0.197 inches; the outer diameter was measured at 0.219 inches. The length of the delivery tube was measured at 2.47 inches. The measurement values recorded for the delivery tube were within the tolerance specifications. Based on the returned condition of the device as well as the evaluation results, the reported failure "fitting problem" was confirmed. The lot # 3000465374 history record review was completed. There were no ncmrs, rework, or deviations documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failure. Specific actions for the reported failure mode are being maintained and documented under maquet's corrective and preventive action (CAPA) system.

Event description:
The hospital reported that hst iii system (4.3mm) crimped when the technician tried to load the device. The device crimped while loading seal, the seal failed to unfold/unwrap, this was while prepping device outside of body, the seal remained in the loading device. The malfunction happened during procedure while prepping device on back table. The procedure was completed with a second device. No harm to patient.

Manufacturer narrative:
Tw (B)(4). The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.

Event description:
The hospital reported that hst iii system (4.3mm) crimped when the technician tried to load the device.